Event description:
It was reported that the customer received a no delivery alarm when there was insulin in the tubing of the infusion set. The customer's blood glucose was 133 mg/dl. Troubleshooting was done. Advised customer to try a new reservoir with the current infusion set. Advised customer to run a manual prime of at least 5 units of insulin. The customer stated that the insulin pump no longer alarmed no delivery with the manual prime. Advised customer that changing the reservoir resolved the issue. Advised customer to return the reservoir. The customer declined replacement supplies. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.